Event description:
A 40 year old g3p3 female w/ bilateral subcutaneous dow corning gels for augmentation on 7/30/80. No trauma or decrease in size but increase in warmth and soreness in breast. Systemic complaints of arthralgias, myalgias, morning stiffness, burning pains, numbness, spasms, swelling, lumpiness, fatigue, sleep disturbances, visual problems, chest pain, elevated cholesterol, easy bruising, an odor to the urine, dry mucous membranes, sensitivity to sun,cold,and chemicals, otherwise healthy.